Event description:
The customer reported that the device failed to charge during use. After three attempts, a second defibrillator was obtained to provide treatment. No adverse patient impact was reported.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.